Event description:
The user facility reported to terumo cardiovascular systems, that during non-clinical activity, the endoscope displayed a blurry picture. There was no pt involvement as this occurred during non-clinical activity.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual filed. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All information has been placed on file with quality management for tracking, trending, and follow-up.